Manufacturer narrative:
Product event summary: the controller and five batteries (B)(6) were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. A review of the manufacturing documentation confirmed that the associated device met all requirements for release. Failure analysis of the returned batteries revealed that the devices passed visual examination and functional testing. Failure analysis of the returned controller revealed that the unit passed functional testing. Visual inspection revealed that the power port one (1) was found with the o-ring gasket displaced, however, the locknut was tight inside. This is an additional observation not related to the reported event. Based on an internal investigation, the most likely root cause can be attributed to inadequate thread lock, an inconsistent thread lock cure time and an inadequate torque application during the assembly process. Log file analysis revealed that the controller contained a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Analysis of the data log file revealed relative state of charge (rsoc) between 101-201 involving (B)(6), which is indicative of a communication error between the controller and the battery. Further analysis revealed several premature power switching events that were due to momentary disconnections involving (B)(6), (B)(6), (B)(6), (B)(6) and (B)(6), as well as premature power switching due to communication errors involving (B)(6), (B)(6) and (B)(6). As a result, the reported event was confirmed. Possible root causes of the reported communication errors can be attributed to momentary disconnections on the communication pins of the controller, the controller not receiving responses from the battery, and/or due to the packet error checking method detecting bit errors. The most likely root cause of the reported premature power switching can be attributed to momentary disconnections and communication errors between the controller and batteries. An internal investigation evaluated momentary disconnections. Continuation of h9: z-1538-2017. Additional products: d4: serial #: (B)(6). H3: yes h6: FDA method code(s): 4112. H6: FDA conclusion code(s): 12, 4307. D4: serial #: (B)(6). H3: yes. H6: FDA method code(s): 4112. D4: serial #: (B)(6). H3: yes. H6: FDA method code(s): 4112. H6: FDA conclusion code(s): 12, 4307. D4: serial #: (B)(6).h3: yes. H6: FDA method code(s): 4112. D4: serial #: (B)(6). H3: yes. H6: FDA method code(s): 4112. This event was assessed and is being reported as part of a retrospective review of log file data. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is

Event description:
Log file review indicated that two of the batteries also had a communication error.

Manufacturer narrative:
(B)(4). It was reported that the patient was experiencing power switching events. One controller (B)(4) and five batteries (B)(4) were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Review of the manufacturing documentation confirmed that the associated controller met all requirements for release. Failure analysis of the returned controller revealed that the device passed functional testing but failed visual inspection due to that the power port 1 was found with the o ring gasket displaced although the locknut was tight inside. This is an additional observation not related to the reported event. A possible root cause may be attributed to a shift in the manufacturing process; however, an internal investigation has been opened by the supplier to evaluate o ring gaskets displaced. Failure analysis of the returned batteries revealed that the devices passed visual examination and functional testing. An attempt was made to replicate the issue by manipulating the batteries' connections to the controller during the analysis of the units. Results revealed that the electrical connections between the batteries and controller were stable. Log file analysis revealed several premature power switching events that were involving (B)(4) and power switching events due to communication errors involving (B)(4). The most likely root cause of the reported event can be attributed to momentary disconnections and communication errors between the controller and batteries. An internal investigation has been opened to evaluate momentary disconnections. After further review of additional information received the following sections have been corrected accordingly: heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
Additional devices for this complaints: bat219257 - 1650de - MFR. Date: 06/04/2016 - exp. Date: 06/30/2017, received: 05/05/2017, UDI number: (B)(4). Bat220529 - 1650de - MFR. Date: 06/28/2016 - exp. Date: 06/30/2017, received: 05/05/2017, UDI number: (B)(4). Bat221462 - 1650de - MFR. Date: 08/01/2016 - exp. Date: 08/31/2017, received: 05/05/2017, UDI number: (B)(4). Bat218810 - 1650de - MFR. Date: 05/31/2016 - exp. Date: 05/31/2017, received: 05/05/2017, UDI number: (B)(4). Bat220693 - 1650de - MFR. Date: 07/08/2016 - exp. Date: 07/31/2017, received: 05/05/2017, UDI number: (B)(4). (B)(4). This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The hvad controller requires two power sources for safe operation: either two batteries, or one battery and an ac adapter or dc adapter. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. They also outline the steps for handling and properly connecting power sources, including ensuring proper alignment, as well as instructions not to twist or force connections together to prevent damages. It is outlined to inspect the power connections and pins once a week, one at a time when changing the power source. Additionally, there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. The device labeling warns that disconnecting both power sources (batteries and ac or dc adapter) at the same time will stop the pump. At least one power source must be connected always. The IFU further warns that damaged equipment should be reported to the manufacturer and inspected. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported from the site that the patient was having power switching events. It was further stated that there was no effect on patient and the equipment was exchanged. No additional information available.

Manufacturer narrative:
Other devices involved in this event: medical device: battery / (B)(4). Medical device: battery / (B)(4). Battery / (B)(4). If information is provided in the future, a supplemental report will be issued.